Event description:
It was reported by the patient that they were at the pool when they noticed a thermal event had occurred. The omnipod was searching and did make a continuous beeping noise. The patient blood glucose levels reached 162 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.